Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2003; 40674 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a potential fracture with measured high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.